Manufacturer narrative:
Additional information: the device was inspected with no issues noted. Negative prep was performed with no problems. Resistance was noted on the first insertion attempt and force was used. It was reported that this stent could not be brought to its target destination probably due to too high of resistance. It was initially reported that the stent cold not be properly pre-expanded however it was later confirmed that the stent could not be advanced over the wire due to narrowing of the site/lesion due to resistance. The stent was therefore pulled off the guide wire again, and it was noticed that the wire meshes/stent struts were bent proximally. The stent was replaced by another new medtronic stent which was the same size and diameter. The replacement stent passed well on the second attempt to stent the lesion, with no force used. There were no problems noted with the replacement stent and it could be set at the target lesion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx trucor coronary drug eluting stent to treat a lesion with segment seven 90% stenosis after ffr measuring, in the proximal left anterior descending (lad) artery. The lesion was pre-dilated. The stent did pass through a former ptca site. Resistance was noted on the first insertion attempt and force was used. But the stent passed well on the second attempt, with no force used. It was reported that stent deformation occurred in vivo during positioning/advancement. The stent could not be properly pre-expanded. During device usage it was noticed that the struts were twisted, so the stent was released and replaced by another new medtronic stent. The patient is described as good.

Manufacturer narrative:
Product analysis summary: the device was returned to medtronic for evaluation. The stent was positioned on the balloon between the marker bands as per position specification, however one stent strut was lifted at the distal end of the stent therefore the stent did not meet visual acceptance specification. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.